Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked from the device with a boo sound in about 2 hours. Aeroperitoneum could be kept at least. Pneumoperitoneum apparatus was olympus, (high flow, abdominal air pressure 10ml). The device was used with mainly a 5mm straight grasping forceps. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.